Event description:
This report summarizes <noe> 240 </noe> malfunction events in which the device had paint chips missing. 240 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 240 previously reported events are included in this follow-up record.   Product return status 237 devices were received. 3 devices were not available for evaluation.   Event confirmation status 237 reported events were confirmed. Evaluation results 237 devices were found to be affected by missing paint chips.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 240 events were reported for this quarter. Product return status: 237 devices were received. 3 devices were not available for evaluation. Event confirmation status: 233 reported events were confirmed; the cause was traced to component failure. 4 evaluations are still in progress. Evaluation results: 233 devices were found to be affected by chipped paint. Additional information: 240 devices were not labeled for single-use. 240 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 240 </noe> malfunction events in which the device had paint chips missing. 240 events had no patient involvement; no patient impact.